Event description:
Infant pt admitted to neonatal intensive care. Physician was attempting to insert a 20 gauge polyurethane catheter into the pt's left basilic vein. The teflon catheter sheath was used to tunnel the catheter subcutaneously. This sheath broke into several pieces while in the subcutaneous tissue. Physician successfully removed all pieces and none were visible on x-ray. Clinical coordinator for nicu notified MFR's rep who came to the unit on 12/8/1999 and removed all l-cath's matching the lot/model number as the catheter involved in this occurrence.